Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "too high psi result test." No adverse patient effects were reported.

Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis in good condition. Upon review of the event log, there was no indication of the complaint. The pump was powered, attached the cassette test pump, and visually inspected the pump. The complaint was confirmed as the pump failed the psi test. Sensor testing found that the dso sensor alarm values were outside the manufacturing specifications. Based on the evidence, it is unknown as to what caused the reported problem.